Event description:
(B)(6) male in the cath lab for a right coronary angiography with atherectomy, percutaneous transluminal angioplasty and stenting of the right posterior descending. The procedure was complex and a tip of the viper wire broke off and is in the apical pda. This was unable to be snared. Due to risk to remove this tip, the tip remains in place.